Event description:
The manufacturer representative reports a patient experiencing overdose symptoms following implantation of an infusion system the previous day. The patient was implanted with an infusion system, and that night experienced overdose symptoms and their breathing stopped. The patient was sent to the emergency room where they were intubated. The patient's concentration of drug was 10 mg/ml at 0.5 mg/day; the drug being used was not reported. The pump was stopped, emptied and flushed. As of 2007, the patient was in the ICU on kidney dialysis. Additional information has been requested but was not available on the date of this report.